Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 20 x 2.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified damage. A visual and tactile examination of the hypotube identified multiple kinks. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 20mm in length target lesion was located in the moderately tortuous, severely calcified, and 2.5mm in diameter right coronary artery. Following pre-dilatation, a 20 x 2.50 promus premier drug-eluting stent was advanced for treatment, but failed to cross the lesion and the stent damaged. The device was removed and the procedure was completed with another stent with different size. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed, 20mm in length target lesion was located in the moderately tortuous, severely calcified, and 2.5mm in diameter right coronary artery. Following pre-dilatation, a 20 x 2.50 promus premier drug-eluting stent was advanced for treatment, but failed to cross the lesion and the stent damaged. The device was removed and the procedure was completed with another stent with different size. There were no patient complications reported and the patient's status was stable.